Event description:
It was reported that during the preparation, the seal of the lithovue flexscope package was found to be broken upon opening. To complete the procedure, a new scope was used. There were no patient complications reported.

Manufacturer narrative:
Block h6: device code a020503 is selected to represent the reportable event of packaging seal compromised. Investigation summary: the device was returned to the lab in its packaging. Analysis identified some minor damage to the outside of box. There appeared to be damage on the outer box where the blue coloring was lifted by a piece of tape or some like substance. The box structure was undamaged and contained the pouch with a lithovue scope. The inner pouch was undamaged and completely intact as there are no puncture holes, no creases, and no openings along the sealed edges. The reported complaint was not confirmed as the seal was not compromised. Based on all gathered information and the results of the product analysis, the complaint investigation conclusion code selected is no problem detected, which indicates the device complaint or problem cannot be confirmed.

Manufacturer narrative:
Block h6: device code a020503 is selected to represent the reportable event of packaging seal compromised.

Event description:
It was reported that during the preparation, the seal of the lithovue flexscope package was found to be broken upon opening. To complete the procedure, a new scope was used. There were no patient complications reported.